Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, during normal tightening, the implant cracked near the edge. The implant "was not removed by the surgeon, but was deemed ok to leave." No further details are known at this time.